Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated they were in possession of the pump and would return.

Manufacturer narrative:
Analysis of the pump found no anomaly. Eval code-result code no longer applies to this event. Eval code-conclusion no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration at an unknown daily dose via intrathecal drug delivery pump for an unknown indication of use. It was reported that the manufacturer representative was contacted by the physician as they had a patient that had something unusual with their pump. It was reported that the pump makes an audible ¿tic tac¿ every 2 seconds. The sound was confirmed by the physician and it was reported that it was very annoying for the patient and his wife, especially at night. There were no reported patient symptoms. Additional information received from a manufacturer representative indicated the noise was heard while approximately 10cm away from the patient's abdomen. Additional information was received. It was reported that the pump will be explanted on (B)(6) 2017. No further complications were reported and/or anticipated. Additional information was received. It was reported that the reason for the pump explant was that the pump was noisy. It was noted that the patient cannot stand the pump noise. The implant date of the pump was unknown. It was noted that the age and the weight of the patient was unknown. It was also noted that the relevant medical history for the patient was unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
Eval code-conclusion:no longer applies to this event.